Event description:
It was reported that the ilet's screen was cracked along the top, leaving the device stuck on the reports page and preventing navigation to the home screen, and a replacement device was shipped. No alerts, alarms, or clinical effects reported. Outcomes included no impact on the user¿s health. Investigation included a review of device function and device history, assessment of user feedback, and plans for evaluation upon return. Investigation of this case revealed a damaged display consistent with a hardware screen failure. It was concluded that the device experienced a screen malfunction requiring replacement.